Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump stoppage occurred while the pump was connected to the power module. The pump stoppage was visualized on the system monitor when the patient came to the hospital for a routine check. There were no clinical symptoms due to the pump stoppage. X-rays of the percutaneous lead (driveline) were performed and no abnormalities were found. The hospital team decided to exchange the power module and power module patient cable. No further information was provided.

Manufacturer narrative:
The device was not explanted and was not available for evaluation. While the report of a pump stop event can be confirmed through the log file analysis, a specific cause cannot be conclusively determined through this evaluation. The heartmate ii lvas instructions for use (IFU) provides information regarding pump speed, power, flow, and pulsatility index (pi). This document also contains information about the system's advisory and hazard alarms. Additionally, the heartmate ii lvas patient handbook lists all system controller alarms and the appropriate actions associated with them. This handbook contains an emergency response checklist and urges users to call their hospital contact person if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.